Manufacturer narrative:
The field complaint of interrogation/telemetry anomaly was not confirmed. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented in clinic for a generator change. During interrogation, it was discovered that the pacemaker (pm) would not interrogate. The pm was explanted, and a new device was successfully implanted. The patient was in stable condition.